Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge septum was dented prior to use. A new cartridge was loaded onto the pump. Customer's blood glucose level was 180 mg/dl.